Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colostomy reversal, the first stapler did not fire. It was reported that the stapler and anvil were never properly mated to be able to fire. The surgeon attempted three times, which resulted to tissue damage as the integrated trocar being presented to mate with the anvil multiple times. It did not work so a second stapler was used. An air leak was observed after firing successfully with the second stapler. Anastomosis was oversewn to resolve the issue, which prolonged surgical time extension for approximately 30 minutes.